Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Upon troubleshooting, the distributor was able to successfully load a cartridge and deliver a bolus without any issue.